Event description:
There was an allegation of a questionable crej2 creatinine jaffé gen.2 result from the cobas pro c 503 analytical unit. The initial result was 2.4 mg/dl and was reported outside of the laboratory. The patient was sent to the ER based on the results. The patient was redrawn and the results were normal. No specific data was provided. On (B)(6) 2022, the repeat result was 0.6 mg/dl and was deemed correct. The reagent lot number was 62777501 with an expiration date of 31-dec-2023.

Manufacturer narrative:
The field service engineer was unable to determine a cause and was unable to reproduce the issue. He ran precision testing. The customer ran calibrations and qc with all results within the acceptable limits. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The analyzer alarm trace contained multiple abnormal aspiration, sample foam detection, and sample clot detection errors. These are indicators of possible poor sample quality.